Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch # mw5069799 that a balloon burst and detachment occurred. The target lesion was located in the left common carotid artery. A 1.50mm x 12mm emerge¿ push was advanced to dilate the lesion. However, the balloon ruptured and a small balloon fragment with a radiopaque marker was retained. The fragment was captured with a stent and stented to the wall of the artery. No risk of further embolization. Initial left carotid angiogram was performed and the initial left carotid angiogram demonstrates complete occlusion at the level of the carotid bulb. In addition, a 90-95 percent stenosis involving the origin of the left common carotid artery was noted. Post cervical internal carotid artery stenting: the cervical carotid stenosis-associated with the carotid bulb, successfully treated with a 7mm diameter stent dilated to 5mm. An additional stent was placed above in order to trap a balloon fragment which detached from a 1.5 cm diameter coronary balloon during 3 stenting dilatation of the left carotid bulb. Post-stenting of left common carotid artery stenosis. A new stent was used across the origin of the left common carotid artery. A residual mild stenosis is present. The stent is appropriately positioned and brisk flow was noted. Left internal carotid arteriography status post stenting: the intracranial left internal carotid artery is normal. The anterior middle cerebral arteries are normal. Minimally delayed filling of the posterior parietal distal branches was noted thus have query spasm. The remainder of the blood flow to the left anterior circulation is normal. Findings are consistent with restoration of tici 2b flow. Right pelvic arteriogram: moderate to severe atherosclerotic change with bulky plaque involving the right common femoral artery demonstrated. This is not favorable for a vascular closure device deployment. No further patient complication were reported.